Manufacturer narrative:
Manufacturer's evaluation: analysis of the device is in the process; the results will be forwarded when available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the patient was unable to increase stimulation and that the lad exhibited high impedance values on several contacts. The patient is using the system for headaches (off-label). The leads were successfully explanted and replaced on (B)(6) 2011.